Event description:
It was reported that prior to use with 810 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: on 7th dec. The distributor reported that there was scratch on tube . According to random check, the affected quantity was 810.

Manufacturer narrative:
Investigation summary: bd received 3 samples and 13 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged- scratch with the incident lot was observed. Additionally,all customer samples were evaluated by visual examination and the indicated failure mode for damaged- scratch with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 810 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: on 7th dec. The distributor reported that there was scratch on tube . According to random check, the affected quantity was 810.